Event description:
It was reported that the user experienced hyperglycemia with a highest glucometer reading of 368 mg/dl after changing supplies, and the user detected leaking at the tubing-to-connector area of the ilet system using a dexcom g7 continuous glucose monitor (cgm), leading to a full supply change. The issue involved fluid leakage associated with the connector/coupler component. Symptoms included headache and hyperglycemia. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a fluid leak related to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user¿s glucose levels were trending down and stabilizing during the call after the supply change.

Manufacturer narrative:
Initial.